Manufacturer narrative:
H3: software analysis completed and was unable to determine probable cause without further information. Since the behavior cannot be replicated. This case may be reopened if additional information is received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735638, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. It was reported that the system was unable to boot up. The system software was re-installed and this resolved the issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that the navigation system was unable to boot. The system powered on with the power button lit up, and flashed the medtronic logo for a brief moment before going to a black screen. No patient present. On 2020-feb-12 it was reported that the issue was resolved with software re-install.